Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that a part of the blue jaw fell off during a laparoscopic hysterectomy. It was noticed to be missing when the surgeon removed the device through the trocar. The material was retrieved from the pt and there was no injury. There is no further info available.